Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. A log review revealed that the vse instrument was installed 13 times and passed homing 13 times. There were 104 cut complete events were noted with no errors. The logs show 20 instances of the following error: ¿erbe energy activation halted by an instrument or instrument cable connected to the upper bipolar port on the erbe while sealing with a vessel sealer instrument.¿ this may or may not be related to an insufficient sealing complaint. If the user tries to grasp too much tissue between the jaws, it could result in an insufficient sealing message on the screen. The instrument was used for about 2 hours 10 minutes. The probable root cause could not be determined based on the provided information.

Event description:
It was reported that after a da vinci-assisted distal gastrectomy procedure, the patient experienced postoperative bleeding that required an emergent laparotomy. During the initial procedure, medium-large clips were placed on an unidentified vessel. Afterwards, "the margin" or "end surface" of the vessel was reduced due to use of a vessel sealer extend (vse) instrument. The procedure was completed robotically. On the first postoperative day, the patient experienced bleeding, which was found during the laparotomy. The surgeon believes the complication occurred due to dislodgement of the medium-large clip during the removal of a drain. The amount of bleeding is unknown. An unspecified ligation procedure was performed to resolve the bleeding, and the patient was reported to be in good condition. An intuitive surgical, inc. (Isi) technical service engineer (tse) was called to review the logs and confirmed that there were no errors with the vse instrument. The surgeon verified that the vse instrument functioned correctly, ensuring that all tissue was fully sealed before cutting. The anesthesiologist attributed the cause of the reported event to surgical technique, unrelated to the da vinci system, instrument, and/or accessory.